Event description:
The caller stated that her husband had done back to back blood glucose tests and his results were 44, 55 and 96 mg/dl. Tests were done within minutes, using different fingersticks and test strips. He did not have any symptoms. She said she was a nurse, but did not give her name for the initial report. On follow-up, the wife's name was given, same address. Will call back if further problems after receiving control solution.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8